Event description:
Equipment failure, harmonic focus was not working properly, kept showing error message "relax pressure on blade". This failure caused excessive bleeding as well as delayed the case.